Event description:
It was reported that pump displayed malfunction alarm and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections, pump was determined out of warranty, and technical support arranged for pump replacement while device was not returned.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown / unknown.